Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6), USA has been used as a default. Investigation summary: it was reported there were two needles on the needle assembly. To aid in the investigation, two photos were provided for evaluation by our quality team. Both photos shows a needle assembly connected to a syringe with no plastic shield. The needle assembly has a double needle. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, the misfeeding of the cannulator may have induced the double needle. A device history record review was completed for provided material number 305128, lot number 7200909. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The cannulator was verified. The settings were correct and the flow of product was acceptable. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. CAPA not required at this time.

Event description:
It was reported that needle 30x1 rb was missing the expiration date. The following information was provided by the initial reporter: it was reported by the medical professional, the expiration date was missing.